Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that after the case when performing the traction of the limb to be operated, the tenet performed the traction but when the leg was raised, it change the traction vector. No significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.